Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m6025t409 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned to manufacturer.

Event description:
It was reported that the suction catheter blocks the intubation tube. The nurse had to disconnect the closed suction system and extract the catheter. The reporter alleges that the issue is recurrent, but only one event can be confirmed at this time.

Manufacturer narrative:
One used sample with open packaging was received for evaluation. Visual inspection revealed that there was no visible signs of damage, and that the sample was in generally clean condition. The catheter tubing was fully advanced, and it was found to be complete with no missing segment. Under magnification, the distal end tubing was intact to the tip, with the skives and beveled end present. The attachment of the catheter and bushing to cone adaptor was examined, and both were found to be securely attached. Suctioning function was examined by attaching the sample to a mobivac set at 120mmhg. The distal end was inserted in blue dyed water, and the thumb valve was depressed. Suction functioned normally. When the thumb valve was released, suctioning stopped. No blockage, functional issues, or detaching issues could be found on the returned sample. The complaint that the catheter blocks the intubation tube could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
The hospital provided an unused representative sample of the same closed suction kimvent neo/pedi std similar to that used in the event, but of a different lot number (m6025t409), along with an unused portex et tube. The provided portex et tube was opened and attached to the previously tested used sample of lot# m6025t409. The suction catheter fully advanced through the et tube with no perceived friction or difficulty. The suction catheter was then withdrawn fully from the et tube with no blocking/sticking or difficulty. The provided portex et tube attached to the unused 195-5 sample. The suction catheter fully advanced through the et tube with no perceived friction or difficulty. The suction catheter was then withdrawn fully from the et tube with no blocking/sticking or difficulty. Sample evaluation did not confirm failure reported, therefore a proper root cause has not been identified